Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device had "internal stuff" like black fibers getting into the airway and into the water chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.